Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to instability and subluxation of the coupling module. Fracture of the inlay was discovered. Coupling module was exchanged, all other components remain. Doi: (B)(6) 2019. Dor: (B)(6) 2022. R knee.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to instability and subluxation of the coupling module. Fracture of the inlay was discovered. Coupling module was exchanged, all other components remain. Doi: (B)(6) 2019. Dor: (B)(6) 2022. R knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d9 (date device returned to manufacturer).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: visual examination of the returned device could not found anything indicative of a device nonconformance. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 2/11/2019. 3) any anomalies or deviations identified in DHR: 11 pieces were reworked due to cosmetic issues. 4) expiry date: n/a. 5) IFU reference: n/a. Device history review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 2/11/2019. 3) any anomalies or deviations identified in DHR: 11 pieces were reworked due to cosmetic issues. 4) expiry date: n/a. 5) IFU reference: n/a.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device could not found anything indicative of a device nonconformance. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.